Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the low voltage lead exhibited a low sensed wave, high thresholds, no capture and when repositioning was attempted the helix could not be retracted from the myocardium and became stretched. It was suspected that fibrous tissue had become entangled with the helix. The lead was removed and the guiding catheter was found to have become kinked during removal. Fibrous tissue was noted to be entangled with the helix on removal. The lead was replaced and a new guiding catheter was used. The replacement lead was also exhibited a low sensed wave. It was suspected that fibrosis of the atrial myocardium may have progressed therefore the replacement lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the procedure time for the implant procedure was extended due to the complications that arose.